Event description:
The customer reported an error alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to perform the occlusion and excessing no delivery testes due to the prime anomaly. The insulin pump passed the displacement test.